Event description:
An anomaly was identified with the voxel q workstation utilizing acqsim or acqplan software versions 4.2, 4.2.1, 4.9, 4.9.1, 4.9.2, 4.9.3, 5.0, 5.0.1, 5.0.2 or 5.0.3. When computing absolute patient marking coordinates with data containing reconstruction offsets from the mx8000, the mx8000idt, and the brilliance 6, 10, 16, 16p, and big bore CT systems. When data from these systems contain reconstruction offsets, the absolute marking coordinates computed within virtual fluoroscopy package can be incorrect. Absolute patient marking coordinates computed on data without any reconstructions offset are correct. There have been no injuries associated with this issue.

Manufacturer narrative:
No pt injury was reported. Software application on a workstation at the factory was tested.